Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 1 month following the implant of this transcatheter bioprosthetic valve, recurrence of atrial fibrillation (af) was noted during a follow up visit. Heart rate was controlled via drug adjustment; however, the patient experienced intense fatigue during exertion and was hospitalized approximately 10 months later. During hospitalization, direct current (dc) cardioversion was performed 3 times. Sporadic and repeated premature atrial contractions (pac) were frequently observed, but sinus rhythm was restored. During the same period, antiarrhythmic medication was administered. The patient was discharged 4 days after the start of hospitalization. 2 weeks later, the dc cardioversion was performed again due to pacs and sinus rhythm was restored. Approximately 1 month and 11 days later, at a follow-up visit, it was discovered that the patient had stopped taking the antiarrhythmic medication. Dc was performed again because af may have occurred during that time.